Event description:
It was reported that balloon rupture occurred. A 6.0mmx100mmx80cm sterling balloon catheter was advanced for dilation. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient injuries reported and the patient status was good.